Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 205 mg/dl at the time of the incident and was treated with manual injection. The customer¿s other blood glucose were 84 mg/dl and 220 mg/dl. The insulin delivery was suspended due to the sensor values. The customer stated that the sensor value that triggered the suspend on low or suspend before low event was below 98 mg/dl. The customer reported that the difference occurs with the previous sensor. The customer stated that they had been using insulin pump system within 48 hours of reported high blood glucose event. The customer does not allege pump was under delivering. The sensor will not be returned for analysis.